Manufacturer narrative:
Information was received from a foreign source who is not required to complete form 3500a. (B)(4). Other device used: catalog #00631005628, trilogy longevity liner, lot #60644349. This report will be amended when our investigation is complete.

Event description:
It is reported the patient was revised due to dislocation. During the revision, black foreign matter was found inside the head.

Manufacturer narrative:
Other device used: catalog #65764501400, versys femoral stem, lot #61002126, manufactured by zimmer (B)(4). No devices or photos were received; therefore, the condition of the devices is unknown. Device history record review identified no deviations or anomalies in the manufacturing process for the reported liner, head, stem lot codes. The reported devices were used for treatment. Review of the complaint history identified no previous complaints for the part-lot combination associated with the reported devices. The devices were used in an approved and compatible combination. Surgical notes were not provided. It is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Relevant medical history and adherence to rehabilitation protocol are unknown. A definitive root cause cannot be determined with the information provided.